Manufacturer narrative:
The investigation confirmed that a non reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros 5600 system. Based on investigational findings and historical quality control data, there is no evidence to suggest a vitros 5600 system or vitros trop I es reagent issue as a contributing factors. The investigation determined that this customer did not process samples in accordance with the tube manufacturer's recommendations. It is likely that cellular debris due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, there is no evidence that the vitros 5600 analyzer or vitros trop I es reagent had malfunctioned. Additionally, a sample processing issue cannot be ruled out.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (patient sample result=0.144 ng/ml) from a single patient sample processed on the vitros 5600 system. The sample was retested per customer policy. The retest result (patient sample repeat result=0.022 ng/ml) was believed to be true and the correct result was reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).